Event description:
The customer reported an erroneously elevated creatine kinase-mb (ck-mb) result, above the normal reference interval, for one patient involving unicel dxi 600 access immunoassay system. The elevated result did not correlate with the patient's clinical presentation. Subsequent testing on an alternate system recovered a lower result within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered reagent pipettor #2 was touching the side of the reaction vessels (rv), the side of the reagent packs, the side of the wash station and the side of the reagent pickup holes. The fse replaced the transducer for reagent pipettor #2 and performed all necessary verification testing. The fse performed a routine system check which passed within the system specifications. The unit conformed to the manufacturer's published performance specifications.